Event description:
When washing the introducer sheath in the basin, the physician noticed a "goop" on the sheath as well as small particles in the basin. No immediate consequences to the patient involved, but physician was concerned that there may be a problem with the hydrophilic coating on the device, potentially leading to particles being shed. Additional information was received on 12/07/2007 that the physician had indicated, they had a patient who had an unexplained embolic event. They had noted the particles in the basin at a later time and thought there might be a correlation between the event and the particles, but were not able to confirm.

Manufacturer narrative:
Evaluation: this event is still under investigation.